Event description:
Attorney alleges plaintiff developed ruptured implants, poor circulation, fatigue, joint and muscle pain, burning in breast, tenderness in breast, rash, loss of sense of smell, pain, scarring, disfigurement and ill health.